Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage could not be confirmed as no images were submitted, and the patient remains ongoing on (B)(6). Although a specific cause for the reported damage could not be conclusively determined, there were no electrical issues identified in association with the damage. Review of the submitted log file did not confirm the reported elevation of power and flow; and a specific cause for the reported events could not conclusively be determined. The submitted log file contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1, "introduction," outlines potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump speed, power, flow, and pi (pulsatility index), and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 6, "patient care and management," explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The patient handbook contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple power cable disconnects originating from the black controller power cable. Patient also reportedly had high flow and high power on (B)(6) 2025. Log files were submitted for review. Log file review by tech services confirmed numerous power cable disconnects on (B)(6) 2025 on the white power cable while connected to battery power, and numerous power cable disconnects on (B)(6) 2025 and (B)(6) 2025 on the black power cable while on battery power. No alarms occurred while connected to the power module. Log file review did not appear to capture any notable alarm conditions or parameter changes, and that the mcs equipment was operating as intended electronically and mechanically. It was later reported that the reported issue was caused by problems with the controller or battery clips. The patient experienced dizziness on (B)(6) 2025, otherwise asymptomatic. The patient had both primary and backup controller exchanged for this event and given a new set of batteries and battery clips. It was later reported on (B)(6) 2025 there was no documented reason for the backup controller to also be exchanged, but the controller, battery, and battery clip exchanges resolved all alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.